Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, the connector portion of a partial lead was returned in one piece measuring 14.4 cm. Visual inspection found full breached outer insulation degradation at 6.4 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.